Event description:
The pt was reportedly experiencing non-auditory sensations and noise. External equipment was exchanged; however, this did not resolve the issue. Testing of the device showed abnormal results. Surgery to explant the pt's device will be scheduled.